Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter read inaccurately high compared to his feelings/ normal blood glucose result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began early in the year of 2012 but could not specify which month. It was reported the patient obtained a blood glucose result "in the 500s mg/dl" with the subject meter. The patient manages his diabetes with insulin. At the time of the alleged issue, the patient reportedly administered self an increased dose of insulin (amount not specified). After, the reporter claims the patient's blood glucose "dropped down so low" and the patient allegedly had a seizure. The patient was rushed to the emergency room (ER). The patient reportedly was treated with orange juice 4x before the patient's blood glucose improved. The reporter could not confirm any additional information. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient no longer had the testing supplies to perform quality control testing. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms and received medical intervention from a health care professional (hcp) after the alleged meter issue began.